Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.

Event description:
Device #2 issue: premature, partial stent deployment. Time of device issue: during the procedure. Adverse event: none. It was reported that during a direct stenting procedure in the heavily calcified and stenotic left superficial femoral artery lesion, an absolute pro 7.0 x 80 mm stent delivery stent (sds) was advanced; however, the sds did not cross the lesion. During removal, the sds sheath was partially retracted after it caught on calcium and the stent partially deployed. The sds and partially deployed stent were removed through the introducer sheath and there was no adverse patient effect. Though requested, no additional information was provided.